Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported no longer having no access to sound with the concerned device. An accident or trauma is not known. In situ measurements showed 9 channels with high impedances. Re-implantation is being considered.

Manufacturer narrative:
Additional information: according to the currently available information, it appears that there is a problem with the active electrode. However to determine an exact root cause a device investigation at the explanted device is necessary. A date for explantation surgery has not been fixed yet.

Event description:
The patient reported no longer having access to sound. The loss of sound was gradual. An accident or trauma is not known.

Manufacturer narrative:
Correction: a damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Additionally, investigation revealed damage to the active electrode which is pointing to repeated flexural stresses to the device at the feedthroughs region. The problems given in the patient report appear to match the damage found.

Event description:
The patient reported no longer having access to sound. The loss of sound was gradual. An accident or trauma is not known. Patient has been re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode which is pointing to repeated flexural stresses to the device at the feedthroughs region. Additionally, damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Previously mentioned stresses might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient reported no longer having access to sound. The loss of sound was gradual. An accident or trauma is not known. Patient has been re-implanted.